Event description:
It was reported that the patient received inappropriate therapy. There was high impedance and a confirmed fracture on the right ventricular lead. The lead was capped and replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator, (B)(6) 2008; 4076 implantable pacing lead, (B)(6) 2008. (B)(4).